Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removed") in a 41 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. An unknown time later she experienced adnexa uteri cyst ("benign simple paratubal cyst"). The patient was treated with surgery (essure removal). At the time of the report, the outcome of adnexa uteri cyst was unknown. On (B)(6) 2021, 4846 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The reporter considered adnexa uteri cyst and medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 26-dec-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("essure removed") in a 41 year-old female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On an unknown date, she experienced adnexa uteri cyst ("benign simple paratubal cyst"). The patient was treated with surgery (essure removal). On (B)(6) 2021, 4846 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. At the time of the report, the outcome of adnexa uteri cyst was unknown. The reporter considered adnexa uteri cyst and medical device removal to be related to essure administration. Quality-safety evaluation of ptc: for essure: the complaint reason is a known phenomenon for this product and is taken into account in the device risk assessment. Trend analyses of the complaint reasons are reviewed regularly. The trend analysis shows that none of the cases where these medical events were reported were associated with a confirmed quality defect based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). One essure was noted to be present in the endometrial cavity [device expulsion], benign simple paratubal cyst [paratubal cyst]. Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("one essure was noted to be present in the endometrial cavity") in a female patient who had essure inserted. Additional non-serious events are detailed below. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2008, the patient had essure inserted. On unknown date she experienced device expulsion (seriousness criterion intervention required) and adnexa uteri cyst ("benign simple paratubal cyst"). The patient was treated with surgery (bilateral salpingectomy). Essure was removed on (B)(6) 2021. At the time of the report, the device expulsion had resolved. The outcome of adnexa uteri cyst was unknown. The reporter considered adnexa uteri cyst and device expulsion to be related to essure administration. Diagnostic results (normal ranges are provided in parenthesis if available): [pathology test] on (B)(6) 2021: final diagnosis. Result: a. Fallopian tube, right, partial salpingectomy: complete cross section of fallopian tube lumen and fimbria present. Benign simple paratubal cyst present. Medical device present, consistent with essure device. B. Fallopian tube, left, partial salpingectomy: complete cross section of fallopian tube lumen present. Benign simple paratubal cyst present. Medical device present, consistent with essure device. Indications: encounter for removal of essure, encounter for tubal ligation. Gross description: a. Fallopian tube, right. There are a few attached paratubal cysts on the longer fallopian tube segment, the largest measuring up to 0.2 cm in greatest. The cysts are filled with cloudy serous fluid. A metallic, coiled essure device is identified within the longer fallopian tube segment. B. Fallopian tube, left. There are few attached paratubal cysts on both fallopian tubes, the largest measuring up to 0.7 cm in greatest dimension. The cysts are filled with serous to cloudy fluid. A metallic, coiled essure device is identified protruding from the shorter fallopian tube segment. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 14-jan-2025: medical record received. Events medical device removal is replaced with device expulsion. Essure removal details updated. Surgical pathology report added. Essure removal details updated. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.